Manufacturer narrative:
The evaluation of the provided information has been made available. As no lot numbers were provided for the devices, the device history records could not be reviewed. Event summary: it was reported that a revision surgery took place of a modularly revision system due to coupling pin broken. No other information available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol is unknown. Without any information about the event, it was impossible to perform a meaningful analysis of the risk for the patient. However, the possible causes for (revision) are covered in the dfmea of the reported device. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown winterthur hip product on an unknown date. The patient was revised due to breakage. The exact date of the revision surgery is unknown, but it is assumed it was performed on (B)(6) 2016.

Manufacturer narrative:
The case was reopened due to additional information was received on july 28, 2016. The case was new assessed. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Event summary: it is reported that the patient underwent revision surgery due to revitan modular pin breakage after about 6 years 4 months ((B)(6) 2009 to (B)(6) 2016) in vivo time. Review of received data: 5 x-rays were received for the investigation. Three of them are dated (B)(6) 2016 one week before the revision surgery. All 3 x-rays show clearly the stem broken at the modular pin. The distal stem looks fixed. Insufficient bony support at the proximal stem zone noticed. Two of them are dated (B)(6) 2016, after the revision surgery. There are 3 cerclages around the revision femoral stem. No abnormalities noticed. Revision surgery dated (B)(6) 2016: preoperative diagnosis: breakage of the modular revitan prosthesis right operation: instability of the neck prosthesis noticed. Difficulty to pull the distal part revitan out. Try of drilling the distal stem vertically at the cone, however no chance to extract. After wagner-schaftosteotomie is tried and success to extract the stem achieved. Cerclages are made. New implants are implanted. No abnormalities were observed. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: line 5 : fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary. Line 6 : fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received. Line 14 : failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: DHR of the lots certify the mechanical properties of the materials. Line 16 : fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary. Line 20 : fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: patient activity level is stated as medium, however it is not known whether the patient did any wrong behavior or disregarded the limits of the device, therefore cannot be excluded. Line 23 : fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary. Line 24 : failure of connection between proximal and distal part and conical nut, fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. Line 35 : fracture of implant due to damage of stem during implantation => possible: no surgical report for the implantation was received. Line 36 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Line 37 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Line 62 : loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is given as 50.17, which is excessively high. Line 69 : loosening or fracture of implant due to insufficient bony support of implant => possible: bony support of the distal stem looks sufficient according to the x-rays where as the proximal part had insufficient bony support. Conclusion summary: the product was not returned for the investigation. Implantation surgery report and postoperative x-rays right after the implantation surgery are not available. Therefore it is not possible to comment on the change in the bony condition and the implant positioning since the first implantation. It is possible that the excessively high bmi of the patient (50.17) and uneven bony condition around between proximal/distal stem might have contributed to the failure of the device. It is not known whether there were other factors influencing the circumstances of the fracture. An exact root cause could not be determined based on the available data at hand. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
It was reported that the patient was implanted a revitan revision stem on (B)(6) 2009 and was revised due to breakage on (B)(6) 2016.